Event description:
It was reported that there was concern that this right ventricular (rv) lead was fractured. Technical services (ts) was consulted regarding use of an MRI. Ts determined that based on product labeling an MRI would not be approved. There were no adverse patient effects reported. This rv lead remains in service.

Event description:
It was reported that there was concern that this right ventricular (rv) lead was fractured. Technical services (ts) was consulted regarding use of an MRI. Ts determined that based on product labeling an MRI would not be approved. There were no adverse patient effects reported. This rv lead remains in service.